Event description:
Customer alleges he cut his leg on the scooter because the unit was missing a piece that should have been covered.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up if the device becomes available.